Manufacturer narrative:
The perforator was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis and root cause: - visual inspection with unaided eye: the tested unit was mildly soiled and arrived disassembled. A proud weld was felt. - spring test attempted: unit successfully passed the spring test and functioned as designed. - drill test was performed: unit successfully drilled 5 holes, and the perforator functioned as designed. Complaint was verified. Unit passed all functional tests. A manufacturing weld issue has been identified. The root cause of this complaint is being investigated through a corrective and preventative action (CAPA).

Event description:
2 of 2 reports. Same facility, different patients. Other mfg report number: 3014334038-2025-00011. A facility reported a perforator (ID 261221) disassembled during procedure. The procedure was completed with a replacement product available. According to information provided, "it was not indicated that patient was injured". The event led to more than 30 minuets surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.